Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to button presses. The keypad was removed and adhesive was found under the button contacts. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the display lens and pump paint was found to be scratched which has no effect on insulin delivery function.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok and up arrow buttons are unresponsive. The issue was not resolved with training. There was no evidence of product misuse. The product is being returned for investigation. There was no adverse event associated with this complaint.